Event description:
Boston scientific received info that this lead was attempted at implant. During the procedure the lead was mistakenly implanted into arterial system, not venous, causing a perforation. The physician explanted the lead and successfully repaired the arterial hole. The local area field rep reported there were no add¿l adverse pt effects.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.